Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to a hole in implant with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 14cmx9.5 mm cylinders, pump and 65 ml reservoir were implanted. It was noted that the patient is doing fine post-op. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.